Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extend life pd transfer set was broken. This was noticed during patient use. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that following the end of therapy, the patient disconnected themselves and noticed that the connector on the transfer set was rotating. The patient notified their nurse and went to the hospital to exchange the transfer set. No additional information is available at this time. The device has been received and the investigation is currently in progress. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was returned to baxter and the evaluation is complete. A visual inspection was performed with a gap noted between the light blue body and the dark blue body. When removing the minicap, the dark and light blue body twisted/turned. The insert chip remained adhered to the dark blue connector. A leak test was performed with underwater pressure testing with no issues noted. A clamp function test and clear passage test were performed with no issues noted. The cause of the reported problem was determined to be manufacturing related due to insufficient bonding. A CAPA has been opened to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.